Manufacturer narrative:
Removed pli20 from the regulatory report. Complaint not reportable.

Event description:
It was reported that implantable cardiac monitor (icm) detected false pause episodes due to undersensing. The device remains in use. No patient complications have been reported as a result of this event.